Event description:
Pt in surgery for a percutaneous nephrolithotomy, was already under general anesthesia, when doctor turned on the ultrasonic lithotriptor. It did not work at all. Procedure was cancelled and had to be rescheduled.